Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the machined head screw were broken, the reciprocating arm, ball plunger, lever, and screws were worn, the control bar malfunctioned, the screws were missing, and the device was out of calibration. The motor, machined head, reciprocating arm, ball plunger, control lever, control bar, bearings, and screws were replaced, and the device was recalibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: sweden.

Event description:
It was reported that during maintenance the device had 4 worn screws, worn reciprocation arm, the control bar is missing, the ball has fallen out of the ball screw of the adjustment arm and the screw cannot be unscrewed from inside. There was no patient involvement. During product evaluation it was found that the motor speeds were unstable. Due diligence is complete and there is no additional information available.